Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the universal surgical manipulator (usm) to resolve ongoing issue with recoverable faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: a usm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, a recoverable fault was displayed on the universal surgical manipulator 3 (usm 3). The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: g3, g6, h2, and h3 product evaluation information found in: h6, and h10 intuitive surgical, inc. (Isi) received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of "errors 1126, 32097 and 31226". The unit was tested on an in-house system and failed normal mode as it triggered error 32097 on the rolling loop. The system did not trigger errors 11 or 31226 on the rolling loop but they were confirmed via error logs/system logs. The rolling loop failed the fiber test, and the power readings were trending down. The unit went through more testing on a testing platform and passed all tests performed. The rolling loop assembly will be replaced as a fix to the reported problem.